Event description:
The customer did not provide any specific information indicating the reason for the return of the product. There was no pt incident or injury reported. Inspection of the product found that the alarm has intermittent tone when pressure is off the sensor or when the magnet is removed.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarm has power but the alarm tone is intermittent when pressure is off of the sensor pad or when the magnet is removed from the alarm. The fail safe does not work. The tone, volume and record functions are not working. There is one bent battery spring. Manufacturer references file # (B)(4).